Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was receiving no delivery alarm while filling cannula. The customer found a needle sticking out of reservoir. The customer reported alarm did not occur during manual prime. The customer stated that the event was resolved by the reservoir change. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.